Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set's tubing broke off at the site yesterday. Reportedly, the blood glucose level was 244 mg/dl at time of incident which he treated with multiple daily injection. No further information available.